Manufacturer narrative:
A ge service representative performed an on site investigation. The reported malfunction was identified. Calibrated the ii size to meet specifications. The system was tested and found to be working as intended and placed back into service

Event description:
It was reported that the beam exceeds visible image on the 6800 system. There was no report of pt injury.